Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Upon review by the manufacturer's investigation unit, the lancet was found to protrude past the end cap of the fastclix device. No adverse event reported. Suspect device was returned.